Manufacturer narrative:
The reporter¿s contact information, occupation and health profession are unknown at this time. Further inspection of the device confirmed the channel blockage. The evaluator determined that the foreign material cannot be removed even if the correct reprocessing is performed due to the buckling of each channel or nozzle and the gap on the insertion section or the boot of the scope. The scope angulation was found insufficient. There were pixel faults in the image area. The grip unit was slightly worn out. The body of the plug unit was slightly deformed. The coating of the light guide tube was slightly damaged. The exact cause of the reported event and physical damage to the scope cannot be determined at this time. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.

Event description:
The customer reported that the working channel of the scope was blocked. The customer was not able to insert a cleaning brush. There was no patient injury reported. The scope was returned to the regional repair center (rrc) for evaluation and found the channel blocked with foreign material existing the channel. This is considered to be a reportable malfunction.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, it is likely reprocessing was performed incorrectly. Olympus will continue to monitor the field performance of this device.